Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this left ventricular (lv) lead exhibited high pacing impedance measurement through pacing system analyzer (psa). When this lead was connected to the cardiac resynchronization therapy pacemaker (crt-p), it exhibited high, out of range, pacing impedance measurement. Boston scientific technical services (ts) verified other parameters. The field representative confirmed that other measurements were the same when the lead was connected to the psa and then to the device. Ts also provided troubleshooting steps for fluid or blood contamination that could have affected the impedance measurements. This lv lead was implanted with impedance measurement of more than 2,000 ohms. Additional information received that there were no other allegations noted and no plan for intervention to mitigate the high pacing impedance measurement. No adverse patient effects were reported. The crt-p and lv lead remain in service.